Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) overheated and shut off. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Additional contact info:(B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation,investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) inspected the unit and found no faults or errors in the logs. The unit passed all functional and safety tests in accordance with factory specifications and has been cleared for clinical use.